Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging dizziness and headache. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed

Manufacturer narrative:
In previous report the manufacturer reported incorrect information in box b: adverse event/product problem as both and attributes ae other, after review, it was determined that the customer reported only product problem. In previous report the manufacturer reported incorrect information in box h: type of reported complaint as serious injury. After review, it was determined that the customer reported only product problem. The following correction has been updated in this correction report. In previous report the manufacturer reported incorrect information in box h: health impact grid as serious injury/illness/impairment. After review, it was determined that the customer reported only no health consequences or impact. The following correction has been updated in this correction report. In box b and box h: type of reported complaint as product problem, health impact grid to reflect the correct information.